Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event of "infection", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc, juvéderm® volbella¿ xc, juvéderm® vollure¿ xc, and juvéderm® volux¿ xc. The patient developed a non-device related ¿sinus infection¿ 3-4 weeks later and was treated with 4 day 40 mg prednisone taper followed by a 10 mg dexamethasone injection for the sinus infection. The patient went to the ent who started the patient on a 80 mg prednisone taper. Within the second day of the 80 mg dose, the patient experienced the filler ¿swell up and turned firm.¿ all the injection sites were ¿hard.¿ event is ongoing.